Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient responded and said the the issue was with the recharger. The recharger would not turn on and would not charge the implant. The new recharger resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not taking a charge from the desktop charger (dtc). They confirmed they can see the green light on the ac power supply. During the call, they inspected the equipment and confirmed that the dtc cord and connector pin were in good condition, but they noticed the recharger antenna cord had an "indentation" on it that they thought was maybe from the way it was held at some point. They unplugged the ac power cord from the ac power supply and reconnected it, but the recharger still would not take a charge. They mentioned that the recharger wouldn't charge beyond 25%, but now it's just showing the informational 'low recharger battery' screen. They checked the patient's implantable neurostimulator (ins) battery level with the patient programmer (pp) and saw that it was at 50%. They were concerned that the ins battery might deplete if the patient is not able to charge their ins soon. They noted that the patient's ins tends to deplete quicker once it reaches 50%. The issue was not resolved. A replacement recharger was sent. No patient symptoms were reported.